Event description:
It was reported that the pt experienced an underdose with increased spasticity following a pump replacement. It was unknown if a reservoir rinse was performed with the drug. No issues were noted in the logs; programming was confirmed to match prior pump programming. A dye study was done with no visible dislodgement or leaks shown. The hcp felt that the catheter may have been nicked during close. No roller study was performed. A dose increase was given as well as a bolus dose with no effect felt by the patient. The old drug was removed and replaced with new drug. The pt was given oral baclofen. The pump was used to deliver lioresal 2000mcg/ml. A few days later, the pt experienced swelling in her leg and was prescribed an anti-inflammatory medication. A few days later, the patient was seen by the implanting doctor and the dose was increased approximately 10%. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).